Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n468108, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that adaptive stimulation was not working for the patient. Adaptive stimulation was turned on in (B)(6) and something happened but the patient did not remember what. They started having issues with adaptive stimulation at least 2 to 3 weeks prior to the report. The patient switched their stimulation back to standard about 2 to 3 weeks prior to the report. There was no patient harm reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.